Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that, according to directions for use dfu-0221, small electric arcs between the active electrode and tissue are expected. Directions for use dfu-0221 synergy system: important safety conventions: small electric arcs between the active electrode and tissue being resected can produce low-frequency current that may cause local neuromuscular stimulation. Per standard of care, ensure that the patient¿s arms and/or legs are supported appropriately. The complaint allegation was confirmed based on the customer's attached video, where it can be noted that the patient's muscle is being stimulated.

Event description:
It was reported that an electric shock caused by a 4k tower was recorded. It was further reported that the biceps of the patient was injured due to the electric shock. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.